Event description:
It was reported that the customer had high blood glucose and an infection. Customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and had infections which contributed to the high blood glucose. Customer stated that the down arrow button was not working correctly because it takes a lot of effort to push it. Customer's blood glucose was 700 mg/dl at the time of the incident. Customer felt nauseous and was vomiting in the morning. Customer stated that she was feeling bad and continued bolusing while her blood glucose was climbing. Customer was advised to replace the infusion set tubing after the high pressure test is performed. The pump passed the test and the customer was advised to do a complete set change. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with all operating current within specification and it passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with a cracked case at the display window corners, a cracked display window, and cracked battery tube threads. The pump also had a minor scratched lcd window and a stained end cap sticker.